Event description:
(B)(4). Ovary cyst and bleeding with severe pain....was allergic to the nickel in the coils that was never tested ahead to see if I was allergic... I now have fibromyalgia which I feel is from the coils....still always in pain even after removing them.